Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time. The alarm can be set anywhere between 5 and 24 hours). Customer¿s blood glucose level was over 200 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.